Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed for excessive leakage, pressure transducer and safety valve, during patient treatment. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc: (B)(6). Our field service engineer investigated and repaired the ventilator. The ventilator was then ready for use. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. According to received information, the wheels of the ventilator were not locked but it is unknown if the ventilator was placed inside the safety line at the time of the event. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).